Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented for routine follow-up with chest discomfort and shortness of breath. Upon investigation, cardiac perforation by the rv lead was noted via diagnostic imaging. A pericardiocentesis was performed. The lead was explanted and replaced. The patient was fine after the procedure.